Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer blood glucose level was around 400 mg/dl. Customer advised they delivered a large bolus amount but their blood glucose was not coming down. Customer experienced a headache, felt thirst and did not feel good in general. Customer treated their blood glucose using the insulin pump and manual injection. Customer was advised a replacement infusion set and reservoir will be sent out as a courtesy.